Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/4/2024, it was reported by a sales representative via phone that qty. 2 of an ar-3636 knotless 1.8 fibertak soft anchor had an issue during a posterior bankart repair procedure on (B)(6) 2024. After insertion and upon suture shuttling, the suture was bunching up at the end of the loop suture and would not pass through the anchor. The tag end of the suture then broke off on the anchor location. All sutures were cut and removed, but the anchor remained in one piece inside the patient. A second ar-3636 knotless 1.8 fibertak soft anchor with the same lot number was used, and the same issue occurred again. All sutures were cut and removed, and the second anchor remained also in one piece inside the patient. Nothing broke off inside the patient. Afterward, an ar-3636 knotless 1.8 fibertak soft anchor with a different unknown lot number was used to complete the case successfully with no adverse effect to the patient. There was a case delay of 10 minutes, and additional anesthesia was administered to the patient. A case picture was taken and will be provided via email. This occurred during use with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the image submitted from the field. Consequently, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.